Manufacturer narrative:
E. Initial reporter (B)(6).

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) malfunctioned with automatic inflation. The customer immediately replaced it with another unit. No injuries were reported. The customer has decided not to proceed with the repair. Getinge service was not called in to investigate or repair this device. Unknown if any parts were replaced. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.